Event description:
It was reported that the procedure was being performed on a patient who was obese and in bad condition. The intensive care unit staff lifted the patient from the bed to the CT table, at which time a minimal tension occurred between the patient and the central venous catheter (cvc); two tubes had been torn. The part of the cvc which remained in the body of the patient was disconnected and clamped. A butterfly needle had been placed. The next day the cvc was removed and a new catheter was placed without any problems. There was a one day delay in treatment, no patient death and no patient complications reported. Additional information received on (B)(6) 2010 stated the butterfly needle (venous cannula) was placed at the introduction-spot of the patient's body. Further information received (B)(4) 2010 reported "the cvc was a subclavian catheter. Therefore, the tube (catheter) entered at the clavicle."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.